Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver display screen becaming frozen could not be determined. A root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found. Receiver functional tester: passed all relevant testing. The customer's complaint was not confirmed because there is no indication that the screen display was frozen. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.